Event description:
It was reported by the clinician that a 2-lumen arrow catheter was dropped off at the purchasing office without a product number because it has a hole in it. Additional info received on 05/21/09 from sales representative stated the ak-15402 was being placed in a pt when a piece of the spring wire guide (swg) sheared off. The clinician reported the tip stayed in the pt and is under the pt's clavicle; tip was left in. No further details are available at this time.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.